Manufacturer narrative:
Product event summary: one (1) controller was returned for evaluation and the other was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of (B)(6) in relation to the reported event. Visual inspection under 10x magnification of the returned controller revealed a hairline crack around power port two (2). An internal inspection did not reveal any evidence of fluid ingress. The observed hairline crack is an additional finding unrelated to the reported event. Based on an internal investigated conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned controller also revealed a damaged pin within power port two (2) of the controller. The damage did not allow a battery to properly connect to a controller. As a result, the reported "bent pin" event was confirmed. Analysis of the controller log files revealed a controller power up involving (B)(6) on (B)(6) 2019 at 01:17:56, with an associated motor start at 01:18:51. The last data point logged in the internal logs where the original controller, (B)(6), was connected to the pump was on (B)(6) 2019 at 01:17:55. Therefore, the pump was without power for approximately 1 second; the pump was off for approximately 6 seconds. As a result, the reported "abnormally long pump off time during controller exchange" event was not confirmed. The most likely root cause of the reported bent pin can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6). D10: yes, 09-may-2019 h3: yes h6 method code(s): 10, 4112 h6 results code(s): 180, 3243 h6 conclusion code(s): 12, 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / expiration date: 2018-12-31 / serial #: (B)(4) / UDI #:(B)(4) . No, device evaluation anticipated, but not yet begun. Mfg date: 2017-12-14. (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were bent pins on the controller. The controller was exchanged. During the exchange to the second controller, there was an abnormally long period of time off the ventricular assist device (vad) noted on log files. The second controller remains in use. No patient complications have been reported as a result of this event.